Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units of insulin; the insulin gauge displayed 135 units. The customer received another inaccurate fill estimate when the same cartridge was reloaded. Upon follow up, tandem technical support walked customer through recalculation of the fill estimate and the customer reported a fill estimate of +240 which is what was expected. There was no impact to the customer's blood glucose level.